Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped to hear suddenly using the device, from three days ago ((B)(6) 2021) after a car accident.

Event description:
The recipient stopped to hear with the device suddenly three to four days prior ((B)(6)20201). Re-implantation is considered but no date in the near future is expected.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported possible trauma appears very likely. In addition information on the implant registration card states that one electrode contact was left outside of cochlea at implantation surgery. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.